Event description:
It was reported that, this electrode exhibited high shock impedances out of range. The technical services (ts) analyzed the impedance trend for this electrode and observed that the system impedance was elevated. The most likely root cause based on this trend is superficial electrode. The ts recommended to perform an x rays. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this electrode was explanted and replaced by a product from a competitive company. The physician decided was disappointed with the position of device, with subcutaneous tissue by the electrode and sternum. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, this electrode exhibited high shock impedances out of range. The technical services (ts) analyzed the impedance trend for this electrode and observed that the system impedance was elevated. The most likely root cause based on this trend is superficial electrode. The ts recommended to perform an x rays. Additional information was received which indicated that, this electrode was explanted and replaced by a product from a competitive company. The physician decided to explant the electrode as it was disappointed with the position of device, and it have subcutaneous tissue by the electrode and sternum. No additional adverse patient effects were reported.

Event description:
It was reported that, this electrode exhibited high shock impedances out of range. The technical services (ts) analyzed the impedance trend for this electrode and observed that the system impedance was elevated. The most likely root cause based on this trend is superficial electrode. The ts recommended to perform an x rays. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this electrode was explanted and replaced by a product from a competitive company. The physician decided was disappointed with the position of device, with subcutaneous tissue by the electrode and sternum. No additional adverse patient effects were reported.

Event description:
It was reported that, this electrode exhibited high shock impedances out of range. The technical services (ts) analyzed the impedance trend for this electrode and observed that the system impedance was elevated. The most likely root cause based on this trend is superficial electrode. The ts recommended to perform an x rays. This electrode remains in service. No adverse patient effects were reported.